Event description:
The patient came in reporting pain due to the inability to come to full extension and the cause is unknown. 1 year and 8 months post primary the surgeon revised the poly and patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 july 2023: lot 2100810: (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional device involved, batch review performed on 11 july 2023: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2108181: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.